Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient experienced high blood glucose level of 572 mg/dl and went to emergency room (ER). It was confirmed that the customer was using the pump and related supplies for insulin therapy when the issue occurred. Patient was not eating and felt very weak, but no injuries were caused. It was known regarding ketones. Patient did not try anything she was too weak to try anything, and she was not eating therefore she disconnected from the pump. The customer received intravenous and fluids of saline and insulin as corrective treatment. Patient felt that her eye was worsening. The customer released from the emergency room on (B)(6) 2024. No further information available.